Event description:
It was reported that a patient underwent an anterior spinal fusion procedure on an unknown date and a barbed suture was used. Post-op, the patient experienced a ventral hernia. The next step was reported as reoperation. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/2/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of anterior spinal fusion? The diagnosis and indication for the anterior spinal fusion? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Please describe any medical/surgical intervention required for this suture event including dates and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Did the stratafix suture break? If so, where was the break noted (termination, middle, end) can you describe the appearance of the stratafix suture during second procedure, if applicable? What symptoms did the patient experience following the index surgical procedure? On set date? Other relevant patient history/concomitant medications/comorbidities? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?. Trade name irgacare® active ingredient(s) triclosan dosage form suture/solid/parenteral strength 2360 g/m.